Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208838075, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information received from the healthcare provider (hcp) from a clinical study, via a manufacturing representative, reported in manufacturing report # 6000153-2016-00622 there were impedance issues for all electrodes on the lead. The cause was the patient¿s fall with fracture of 4 ribs and electrode fracture. No diagnostics/troubleshooting performed. The lead was replaced on (B)(6) 2016 and the issue resolved. The patient was alive without injury and had a medical history of multiple sclerosis with urinary incontinence since 2000. Additional information received from an hcp for a clinical study reported the patient had a return of incontinence due to impedance issues for all electrodes ¿probably due to lead disconnection (fracture).¿ the cause was the patient¿s fall. The patient was hospitalized from (B)(6) 2016 to change the electrode. The event was assessed as serious, linked to the lead and stimulation. The event resolved on (B)(6) 2016. Any additional information will be reported under this manufacturing report. See initial manufacturing report # 6000153-2016-00622.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.